Manufacturer narrative:
Continuation of concomitant products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency department (ed) due to ventricular fibrillation (vf) shocks delivered by the implantable cardioverter defibrillator (ICD). A follow up with the patient¿s healthcare provider yielded that the patient was inappropriately shocked for atrial fibrillation (af) classified as a vf episode by the ICD. The device was reprogrammed and the issue was resolved. The ICD remains in use. It was further reported that the right atrial (ra) lead had undersensing. The lead was reprogrammed and the issue was resolved. The ra lead remains in use. No further patient complications have been reported as a result of this event.